Manufacturer narrative:
The suspect device was not sent to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during a procedure, the pairing of the wireless footswitch with the subject device failed. Five attempts to pair the footswitch were made. The user switched to a wired footswitch. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the root cause of this complaint could not be confirmed as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.